Event description:
The customer reported an interlock during beam-on. The service engineer examined the beam center line and found water leakage from the target area of the beam centerline. There was no report of serious injury to a patient or the user and no patient information was provided.

Manufacturer narrative:
The beam center line was confirmed to be leaking water. Although there was no reported injury in this case, the available information suggests a malfunction in the device. Varian has determined that an MDR is appropriate, as this malfunction, should it recur, could potentially cause a serious injury. The beam center line and filter assembly were replaced and the device returned to normal operation. No further follow-up to this MDR is expected.